Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted hemicolectomy surgical procedure, the customer encountered a repeated recoverable error 23027 on the right master tool manipulator (mtmr) of the surgeon side console 1 (ssc1). The technical service engineer (tse) confirmed the reported error in the system logs then advised the customer to move to the ssc2 to avoid further interruptions. The customer agreed and continued the case. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system's functionality was checked upon powering the system on and there were no errors.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The mtm was returned for failure analysis, and the repeated recoverable fault 23027 was confirmed and replicated. Upon visual inspection, the mtm was installed onto a golden system where the error was triggered indicating fault on the axis 2 replication during the reported event. The mtm was then installed onto a surgeon functional test platform (sftp) where power up was found to be failing on the axis 2. Once testing was completed, axis 2 counterbalance cable was applied behavioral analysis tested and was verified to be the source of the fault. As a result of these findings, failure analysis concluded that axis 2 counterbalance cable was found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.